Event description:
During evaluation of the device for a different symptom, the device would not power on. There was no patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The problem was traced to the ac power module. The ac power module was replaced to resolve the issue. The device passed all performance tests and was placed back into use with the customer.